Event description:
It was reported by the clinic that one of the zinc air batteries worn within the pts children's battery pack made a loud 'popping' sound and one exploded. The pt was not injured during the incident, though shocked/anxious. The equipment has been exchanged.

Manufacturer narrative:
The device has not been returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.